Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 04:40:54. During night drain cycle four, the patient's ultrafiltration reading was 481ml, indicating the home patient (hp) drained 481ml more than their maximum programmed fill volume of 800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv was not confirmed in the device's event log. Review of the event log revealed the cycle four drain was completed on (B)(6) 2012 at 12:45 and the user's actual drain volume during cycle four was 1279 ml. The actual drain volume of 1279 ml in cycle four is 159.9% of largest prescribed fill volume (lpfv) of 800 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.